Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that the patient had a lumpectomy and biozorb placement on (B)(6) 2015. Pathology determined the margins were positive and a re-excision was done on (B)(6) 2015. During the re-excision the physician removed the biozorb device so the tissue could be re-excised and noted that the marker was broken at the midpoint of the coil. No additional medical or surgical intervention was reported. The device was returned for investigation and a conclusive root cause for the deficiency could not be found. The biozorb is expected to lose integrity as part of the normal degradation process. However, because the device is sutured in placed the clips are still held at the periphery of the cavity in a 3-dimensional array even if spacer fractures as a result of the degradation/resorption.